Manufacturer narrative:
Follow-up #1: date of submission 11/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: a review of the pump black box data revealed power interruptions had occurred. During a visual inspection of the pump, the battery compartment was found to be cracked traveling up from case seal. There was no damage found to the battery cap and the cap attached securely to the pump. A leak test showed no leaks during testing. The pump exercised for 24 hours with no loss of power occurring. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of a power issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.